Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Proximal stent struts were bunched in a distal direction, consistent with the stent meeting a resistance or an obstruction on withdrawal from the lesion. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage consistent with the tip coming into contact with the lesion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-may-2019. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 2.0 x 20 mm maverick balloon catheter was used for pre-dilation, a 2.50 x 24 mm synergy ii drug-eluting stent was advanced but failed to cross due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a stent damage.